Manufacturer narrative:
A ge service representative performed an on site investigation. The power control pcb and smart switch pcb were evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer states that the system would not boot up. There is no report of death or serious injury.